Event description:
It was reported that the implantable pulse generator (ipg) device showed unusual, weird looking atrial and ventricle rate histograms. The device counters may have been cleared as well. It was also observed that the right atrial (ra) lead showed increased capture threshold that reached high levels. It was disclosed that the patient had an MRI which was off-label for this device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.